Manufacturer narrative:
H3 other text : device serviced by third party

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The unit was vibrating and blower replaced. During the evaluation of the device at the third-party service center, the device was visually inspected and found blower foam degradation. In addition, visible foam particles were observed and unit scrapped.